Event description:
A surgeon reported a study pt who experienced negative dysphotopsia approx five weeks following intraocular lens (iol) implant surgery. He indicated the event lasted for approx three months and resolved without treatment. No further info is exposed.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).